Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to below 70 mg/dl while wearing a pod between 4 and 24 hours. The patient reports while they had been driving they had experienced their blood glucose going low and was having visual impairment. The patient pulled over their vehicle and had eaten some cake. The patient had woken up in a ambulance going to the hospital. Once at the hospital the patient was treated with intravenous fluids and a CT scan and chest x-ray was performed. The patient was released from the hospital the same day as the event. The following day the patient removed the pod due to experiencing blood glucose levels over 400 mg/dl. The patient reports they had a lump as well as purulent discharge at the pod infusion site, (arm).